Event description:
Effusion [joint effusion]. Swollen knee [joint swelling]. Irritation of right knee [arthropathy]. Minor hyperthermia [hyperthermia]. Impairment of movement [mobility decreased]. Pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a male patient, initials and age unk. The patient received an unspecified number of synvisc injections on an unk date and experienced a swollen knee. The lot number was unk. No further information was provided. Additional information was received from the physician on (B)(6) 2010. The patient, initials (B)(6), was given the first administration of synvisc on (B)(6) 2010 in the right knee. After the first injection, the patient experienced minor irritation of the right knee with pain and impairment of movement with minor hypothermia. One week after the second administration of synvisc on (B)(6) 2010, the patient experienced considerable knee swelling with effusion. A synovial fluid swab of 70 ml was negative. Laboratory results were reported as follows: esr (erythrocyte sedimentation rate) 20/60, leukocytes 5.2, and crp (c-reactive protein) 62. The patient received an intra-articular injection of lipotalon (dexamethasone palmitate), which upgraded this case to serious. After aspiration of effusion and treatment with lipotalon, the patient made a notable recovery. At the time of this report, the outcome of the reported events were recovered without incident. The relationship between the reported events and synvisc was probable. The action taken with the synvisc was temporarily interrupted. The severity of the events were moderate. No lot number was provided, but "central pharmaceutical number" is reported as: (B)(4). No further information was provided. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.